Manufacturer narrative:
Awaiting requested device for repair and failure investigation.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. No malfunction was found. Complaint could not be duplicated. This unit does not stay in a constant "zero calibrating" mode. This unit was warmed up, zero calibrated, gas calibrated and tested with no issue on several occasions and monitored for an extended period of time. Unit was shipped back to the customer.

Event description:
(B)(4).